Manufacturer narrative:
The initial reporter placed an expired implant.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted an infection, pain, implant mobility and bleeding in this patient with fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.